Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The 100% stenosed target lesion was located in the severely calcified left anterior tibial artery. A .035" zipwire guide wire was placed in the patient and a 4.0x4.0mm synergy balloon catheter was advanced for pre-dilatation in the left superficial femoral artery (sfa). The devices were removed and a .014" 300cm journey guide wire was advanced to the distal anterior tibial artery which contained approximately 10cm of occlusion. The journey wire advanced through the proximal portion of the occlusion without issue. While utilizing a torquing device to advance further distally, the wire became stuck in the calcified distal portion of the vessel. The physician pulled back on the wire, intending to attempt something different to cross the lesion, and realized the tip of the wire had detached in the artery. There were no attempts to remove the wire fragment and further intervention is not planned as "it is not necessary". The 2cm guide wire tip remains in the distal anterior tibial artery. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned guide wire revealed a fracture. Microscopic inspection revealed the distal tip, including the coil wire/core wire/ribbon (ccr joint) was not returned for analysis. The high torque sleeve measured approximately 6.25". A small portion of the hts was cut back to reveal the core wire and a fracture was noted. Sem analysis concluded there was bending in the area where the core wire fractured and fracture was due to twisting and pulling to failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, the guide wire tip detached. The 100% stenosed target lesion was located in the severely calcified left anterior tibial artery. A .035" zipwire guide wire was placed in the patient and a 4.0x4.0mm synergy balloon catheter was advanced for pre-dilatation in the left superficial femoral artery (sfa). The devices were removed and a .014" 300cm journey guide wire was advanced to the distal anterior tibial artery which contained approximately 10cm of occlusion. The journey wire advanced through the proximal portion of the occlusion without issue. While utilizing a torquing device to advance further distally, the wire became stuck in the calcified distal portion of the vessel. The physician pulled back on the wire, intending to attempt something different to cross the lesion, and realized the tip of the wire had detached in the artery. There were no attempts to remove the wire fragment and further intervention is not planned as "it is not necessary." The 2cm guide wire tip remains in the distal anterior tibial artery. There were no additional patient complications reported and the patient's status is stable.